Event description:
As reported, in 2005 during a hybrid gore tag thoracic endoprosthesis procedure (tg4020/03609410) to treat an aneurysm of the aortic arch that extended distally into the descending thoracic aorta, the physician inadvertently partially covered the innominate artery. The physician had previously transposed the subclavian and carotid arteries in a previous surgical procedure. This was done to gain additional proximal neck length in a pt who had a diffuse aneurysm that involved both the aortic arch and descending thoracic aorta. The physician intended to land the device as close as possible to the ostium of the innominate artery to take advantage of the available proximal neck length. As the physician deployed the device, the proximal end landed partially covering the ostium of the innominate artery. Subsequent angiography verified adequate flow, but the physician decided to place an additional wallstent endoprosthesis in the innominate artery to regain full flow to this artery. The devices remain in the pt functioning as intended. The pt was reported to be doing well following this procedure.

Manufacturer narrative:
The device remains functioning in the pt. A review of the mfg paperwork has been conducted. A review of the mfg paperwork verified that this lot met all pre-release specifications.